Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-07082. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman ® laa closure device and delivery system was inserted into the watchman ® access system. After the deployment of the closure device they noticed a 1cm effusion. The physician prepared for a pericardiocentesis after a partial recapture was planned. Partial recapture was done successfully. Effusion was re-measured at 2.2cm and pericardiocentesis was initiated. Patient did not require any other intervention. After 280mls of fluid was drain from pericardium, effusion measured 1.4cm. Patient remained stable with drain still attached and same closure device was released successfully.